Event description:
It was reported that a spectrum iq pump did not infuse the expected amount during an infusion of calcium at 2g basic mode (ml/hr). The event occurred during medication treatment with intravenous fluid (ivf)- norma saline (ns). No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch mw5110272 for this event. B5: the following additional information was provided by the customer. A secondary infusion of intravenous fluid-normal saline with magnesium sulfate "med/surg 2g/50ml" was programmed at a rate of 50ml/hr (for both). The pump was changed to allow infusion to complete. There was no report of patient injury or medical intervention associated with this event. H10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation. A device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.